Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the user facility and to update. Based on further communication with the customer, olympus was informed that there were no cases of bacteremia that is directly associated with the device (cystoscope bridge).

Manufacturer narrative:
The OEM performed the manufacturing and quality review for the device and affected lot number and revealed no deviations regarding the function and safety of the device. The DHR review revealed no abnormalities/non-conformities for this device.

Manufacturer narrative:
The referenced devices were not returned to olympus for evaluation. Olympus could not conclusively determine the cause of the reported event. The OEM is currently performing an in-depth investigation to determine the cause or possible contributory factors associated to the referenced device issue. If additional information becomes available or if the device is returned to olympus at a later time, this report will be updated accordingly.

Event description:
Olympus received a voluntary medwatch report# mw5068325 which states that the user facility¿s infection control officer observed an increase of bacteremia amongst patients that have undergone procedures in which the resectoscope bridge was used. The number of patients who developed bacteremia is unknown. The user facility is currently undergoing an investigation to determine the number of patients involved. Also, the user facility noted the devices were observed to have issues related to the adhesive in the channel of the device such as cracking, lifting and missing portions of adhesive. 16 of 23 bridges.